Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the customer's medwatch report, the patient was undergoing a laparoscopic hemicolectomy and the surgeon used the ligasure sealing device on the ileocolic artery (approximately 2mm in diameter). When the artery was cut, the surgeon discovered the vessel had not sealed. The procedure was converted to an open in order to get control of the bleeding. The patient required two units of packed red cells. Additional questions were extended to the site without response.